Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were unresponsive on the insulin pump. Customer was unable to resolve the issue with a battery change. The customer's blood glucose was 10.5 mmol/l. The customer could not recall any significant events leading to the alarm. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump was received with intermittent button response on the esc button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a broken reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.